Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the device exhibited a blank screen and constant alarm at power up. The investigation determined that an incomplete upload of the software by the customer was the cause of the reported issue. The software was uploaded to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "loud noise error." It is unknown if there was patient involvement, no adverse patient effects were reported.